Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6 - codes updated to imdrf codes. Device history lot - part: 413.344s lot: 9584216 manufacturing site: grenchen supplier: n/a release to warehouse date: 11 august 2015 expiration date: 01 august 2025 a manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown distal locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016, the patient underwent an osteosynthesis for the distal femoral fracture with the locking compression-distal femur (lcp-df) plate. The surgery was completed successfully. On (B)(6) 2021, the patient underwent the removal surgery of the lcp-df plate for the total knee arthroplasty (tka) surgery. During the removal surgery, the surgeon could not remove the four distal locking screws by using the driver, because distal locking screws were firmly fixed to the plate. The surgeon could remove one of the four distal locking screw by using the extraction screw. However, when the surgeon tried to remove two of four distal locking screw, the extraction screw broke in the screwhead. The fragment was remained in the screwhead. The surgeon tried to remove them by using a carbide drill, and he could finally remove the plate by digging the plate near the distal locking screw which was difficult to remove. The surgeon successfully removed the screw shaft using a radio pincer and a forceps for screw removal. For the fourth locking screw, the surgeon drilled the head of the screw by using a carbide drill. The surgeon succeeded in removing all implants, but the metal powder generated during excavation adhered to the soft parts, so the surgeon cleaned, and tried to remove them, but could not remove them completely. They were remained in the patient's body. The surgery was delayed by ninety (90) minutes and completed successfully. The tka surgery will be performed on an unknown date. No further information is available. This report is for one (1) unknown distal locking screw. This is report 5 of 6 for complaint (B)(4).